Event description:
It was reported that during a lap gastric bypass procedure, there was bleeding at the staple line.there was more oozing than normal. It didn't occur right away. It was about 15-20 seconds later. Surgeon used cautery to control. Patient received between two and four units of blood and had to stay in the hosp an extra two days. Pt is currently doing well.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint info is trended on a regular basis to determine if further investigation is warranted.